Manufacturer narrative:
The patient was being transferred using a non liko sling and a liko viking m mobile lift device. During the transfer the patient fell out of the sling and sustained facial lacerations and fractures. Additionally, the patient sustained a "brain bleed". The patient was transferred to and admitted to the hospital and subsequently died approximately two weeks after the fall. The cause of death was requested, however not provided. A hemorrhage of the brain is a life threatening situation that requires immediate medical assessment and intervention. The patient's facial lacerations were sutured, further details regarding the "brain bleed" and fracture treatment was requested however not provided by the facility. The customer used a non liko sling and also described the lift wheels going over the cords to the bed and blower during the patient transfer. The device user manual (7en137106 rev. 6) includes the following: important information before use: lifting and transferring a person always involves a level certain risk. Read the instruction guide for both the patient lift and lifting accessories before use. It is important to completely understand and adhere to the contents of the instruction guides. Individual fitting of liko slings and other liko lifting accessories to fit the patient is of the utmost importance for optimal performance and safety when using the lift. Using lifting accessories other than those approved can entail a risk. Find generally recommended sling bars and accessories for viking m mobile lift described below (all sling bars and accessories listed in the manual are liko products). For additional guidance in selecting a sling, study the operating instructions for the respective sling models. There you will also find guidance for combining liko sling bars with liko slings. Certain environments and conditions can limit the correct use of the mobile lifts, including: thresholds, unlevel floor surfaces, various obstacles, and extra-thick carpets. These environments and conditions can cause the wheels of the mobile lift not to roll as intended, possible imbalance in the mobile lift, and increased exertion by the caregiver. Unbalanced lifting poses a tipping risk and may damage the lift equipment. The hill-rom technician evaluated the lift and found no malfunction. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that a patient fell from the lift. The patient passed away about two weeks after the incident. The lift was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).